Event description:
It was reported that the patient experienced a driveline communication alarm. Log files were submitted for review. The event log file confirmed the driveline communication faults. The pump appeared to be operating as normal. It was noted that the patient did have a small tear to the outer portion of their driveline that had rescue tape applied. Other than this everything else looked "good". The patient was said to attempt to try to clear the driveline communication fault before any equipment would be exchanged. It was later reported that the cause of the driveline fault alarms was due to the patient having a small tear in the outer sheath, that had been taped over prior to the event. They denied another trauma or drops. The alarm was able to be cleared in clinic, but was said to had come back three days later. The modular cable was exchanged and the issue resolved.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a driveline communication fault alarm was confirmed via the log file. The system controller event log file was reviewed, and relevant timestamps spanned approximately 223 minutes (08:31:11 to 12:14:45 on (B)(6) 2025). From the beginning of the log file at 08:31:11 on (B)(6) 2025, a driveline communication fault alarm was active. Due to the onset of the alarm being overwritten with newer data, the cause of the alarm activation could not be determined. There was no resolution of this alarm found within the log file. No other remarkable events were found within this log file, and the pump maintained a speed within the expected range throughout the log file. The root causes of the reported events could not be conclusively determined through this analysis. The relevant sections of the device history records for the heartmate 3 vad modular cable, lot number: 7822891, were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. The current revision of the IFU can be found on the electronic IFU page of the abbott website. Heartmate 3 lvas instructions for use (IFU) section 2 entitled ¿system operations¿ and heartmate 3 patient handbook section 2 entitled ¿how your heart pump works¿ state that damage to the electrical wires inside the driveline is not always visible. The user should be alert for signs of damage, including fluid leaking from the external portion of the driveline. Heartmate 3 lvas IFU section 6 entitled ¿patient care and management¿ and heartmate 3 patient handbook section 4 entitled ¿living with the heartmate 3¿ instruct the user to check the driveline daily for signs of damage. Heartmate 3 lvas ifusection 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ address how to properly interpret and troubleshoot all system alarms, including driveline communication fault alarms. Additionally, instructions regarding driveline care are found in sub-sections entitled "what not to do: driveline and cables". Heartmate 3 lvas IFU section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbooksection 6 entitled ¿caring for the equipment¿ address how to properly care for, maintain, and store the equipment for proper use. The heartmate 3 lvas IFU section 10 entitled ¿safety checklists¿ and the heartmate 3 patient handbook section f entitled ¿safety checklists¿ instruct users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.